Event description:
While testing this laerdal owned loaner unit prior to returning it to the loaner pool, the service technician found the unit displayed a continuous zero joules during charge and timed out, returning to the analyze mode with no warning prompts.